Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this patient had a revision due to premature polyethylene wear and osteolysis. No additional information available.

Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified.

Manufacturer narrative:
Section b5: additional information received indicates that patient revision was performed on (B)(6)2022. Patient was revised with a competitors. The stem was retained. Patient is a male, 70 years old. Section d10: concomitant medical products: element-stem, collared w/ha, std offset, sz 11 (cat# 164-03-11 / serial# (B)(6)). Biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(6)). Nv crown cup clstr hole 58mm group 3 (cat# 180-01-58 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt section d2: product code.